Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty). Subsequently, the patient experienced instability and subluxation. The patient notes stated a feeling of instability on elevation intermittently mentioning they had similar symptom prior to surgery. Hospital took musculoskeletal ultrasound to investigate the rotator cuff integrity. The device remains implanted. The outcome is considered continuing. No further information available.